Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic colectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke during continuous suturing under the skin. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/27/2020. Additional information: d10, h6. H3 evaluation: one empty foil and one needle-suture in two parts of product was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture pieces were inspected and have begun with the degradation process and this caused the suture to be broken easy. The product contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed. Additionally, the foil was examined and showed multiples wrinkles and holes on bottom foil packages due to excessive manipulation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.